Manufacturer narrative:
(B)(4). Results of eval: endoleak.

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 6.9 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was 3.5 cm long and 20 mm in diameter with mid angulation and calcification. The iliac arteries had mild angulation bilaterally and moderate calcification. It was reported that there may have been a type iii endoleak between the bifurcated stent graft at the gate and the contralateral limb. The decision was made to implant additional iliac limb at the junction between the gate and the contralateral limb; however, the endoleak was still persistent. (Ref MFR 2953200-2011-00504 and 2953200-2011-00505). The endoleak was reviewed from ap and lateral, the physician determined that the endoleak was a type IV. No further intervention was performed and the endoleak will be evaluated at the 30 day follow-up. No additional clinical sequelae were reported, and the pt is fine.